Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21074. The patient rec'd three scs leads, two model 3163 leads have the same lot number. It was reported the patient's scs leads exhibited high impedances on multiple contacts and the patient experienced auto-reduction. It was also reported the patient does not get stimulation in the correct location with the valid contacts. X-rays have been ordered and surgical intervention will be taken as the next course of action.